Manufacturer narrative:
Additional information: e3 and e1 - initial reporter.

Event description:
It was reported that the patient presented with pocket infection. The patient was scheduled pocket debridement and the pulse generator was explanted. The patient's post-procedure condition was not reported. Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.